Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device') in an adult female patient who had essure (batch no. 20227508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for an unreported indication: mirena iud and xulane. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, abdominal pain, ovarian cyst and leukorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), pelvic pain ("pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device breakage, device dislocation, adnexa uteri pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2010, (B)(6) 2010. Current weight 200 lbs. There were 5 trailing coils noted to be protruding from the left tubal ostia, and 3 coils protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Result date: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Batch number:20227508 manufacture date:2009-11 expiration date:2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device') in an adult female patient who had essure (batch no. 20227508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for an unreported indication: mirena iud and xulane. Concurrent conditions included obesity, genital bleeding, dysfunctional uterine bleeding, abdominal pain, ovarian cyst and leukorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), pelvic pain ("pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device breakage, device dislocation, adnexa uteri pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2010, (B)(6) 2010 current weight 200 lbs. There were 5 trailing coils noted to be protruding from the left tubal ostia, and 3 coils protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Result date: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Lot number, medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud and xulane. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), pelvic pain ("pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device breakage, device dislocation, adnexa uteri pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: jan-2009, (B)(6) 2010 current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - on 01-apr-2010: total bilateral occlusion. Result date: 03may2010. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud and xulane. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), pelvic pain ("pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). At the time of the report, the device breakage, device dislocation, adnexa uteri pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, -(B)(6) 2010. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Result date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: plaintiff fact sheet received: reporter¿s information, medical history, concomitant condition, historical drug and lab data were added. Event injury was replaced with pelvic pain. New events - "abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device , device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, hair loss, ovaries pain " were added. Severity of event pelvic pain and ovaries pain was updated as severe. Case is now incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.